Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 01 (patient line open). During functional test it was determined that the device had a failing circulation pump. System hours were 2107.

Event description:
It was reported that the arctic sun device failed calibration error 01 (patient line open). During functional test it was determined that the device had a failing circulation pump. System hours were 2107. Per sample evaluation results received via task on 05feb2025, it was reported that the mixing pump bearings were loose. There were flow meter issues.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump motor. The device was evaluated upon receipt. Device failed calibration error 01. Failing circulation pump motor the bearings are sloppy. Replaced circulation pump motor. Mixing pump bearings are loose. The flowmeter was cross threaded during circulation pump replacement and required replacement. Performed pm procedure. Replaced mixing pump motor. Replaced flow meter. As part of the pm, serviced mixing and circulation pumps. Replaced heater, manifold o-rings. The arctic sun stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: b, d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.